Event description:
Reporter indicated via scientific article "are psychotic symptoms related to vagus nerve stimulation in epilepsy patients," a vns pt was admitted for increased seizures. During the hospitalization, the pt was diagnosed with psychosis. The pt was treated with haloperidol, "which resolved the psychotic symptoms swiftly." One month later, the pt suffered from increased depression and approximately 5 months after that the pt died of sudep. The sudep was reported on medwatch 1644487-2009-00308. Good faith attempts to obtain additional info were unsuccessful as the authors requested not to be contacted to provide additional info.

Manufacturer narrative:
De herdt v, boon p, vonck k, et al. "Are psychotic symptoms related to vagus nerve stimulation in epilepsy patients" acta neurol belg 2003; 103(3): 170-5. See scanned pages.